Event description:
Information was received from a patient regarding an external device. The reason for call was for the last 3 or 4 months the patient had not been able to charge their implanted neurostimulator. Patient stated that when they put the recharger on their back to charge sometimes the cord overheats. Patient mentioned that they were in a lot of pain and it hurt pretty. Patient reported that the controller felt like there was something loose in the controller. Patient said that they had not used the controller in months and they never noticed it, but now it felt like the controller was rattling around inside of it. A replacement controller and recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.